Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Concomitant med products and therapy dates: drill bits ((B)(6) 2020) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(4).

Event description:
It was reported that during an unspecified veterinary surgical procedure it was observed that the small battery drive was running but the device did not do anything when drilling the bone. It was reported that the device was also getting hot while in use, which the device never did prior to this event. It was reported that the physician was drilling for a solid 1-2 minutes with no results. It was reported that the drill bit was changed to a new drill bit and the same thing happened. It was reported that there was a 4 minute delay in the procedure due to the event. It was not reported if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the small battery drive device had insufficient/low power, corrosion/rusting/pitting, foreign debris, and was heating up. It was further determined that the device failed pretest for check power with test bench. Therefore, the reported condition that the drive was running but the device did not do anything when drilling the bone, and the device was also getting hot while in use was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse.